Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One actual defective sample was returned without a pouch for evaluation. Upon visual inspection, the septum on the interlink y- site was found to be inverted. No further testing was performed. The root cause of the reported condition is unknown. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
Customer reported to baxter (B)(4) of an interlink y-site in which the septum was inverted, although the cannula was not inserted. This y-site was used as a part of customized administration which was assembled by the facility. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.